Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6, patient information: unknown/not provided. Section d6a, if implanted, give date: not applicable as the iol was not implanted. Section d6b, if explanted, give date: not applicable as the iol was not implanted. Therefore, it was not explanted. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following was reported regarding the johnson and johnson (jnj) intraocular lens (iol). Upon inserting the cartridge into the clear corneal incision (cci) while advancing the lens, the first part of the iol entered the cci the doctor felt resistance. The doctor stopped and realized the toric iol was cracked in half. The first part of the iol was already in the anterior chamber (ac) while the second half of the iol was in the injector nozzle. The inserter was pulled out of the corneal incision, and the first half of the iol was retrieved from the anterior chamber. As the damaged iol opened up in the anterior chamber it lightly nicked the patients' endothelium, leaving a small 2-millimeter scratch. The broken optic and single haptic were removed. A backup iol was implanted successfully without additional complications. The patient is doing well. A photograph of the damaged lens was provided. Johnson and johnson requested the return of the product and the customer believes they have already returned it. No further information is available.